Manufacturer narrative:
The device will not be returned for evaluation. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported after 30 mins of onyx injection with approximately 2cm of onyx reflux, it was not possible to retract the catheter and the catheter was left in the pt. The avm was resected on (B)(6) 2010 and the catheter was successfully removed. No complications were reported with the pt as a result of the event. Same event as MDR # 2029214-2010-00167.